Event description:
It was reported that the patient had fallen sometime in the few weeks leading up to the report date and the catheter had migrated. A catheter revision was done on (B)(6) 2012 where only the spinal segment of the catheter was replaced. The patient was experiencing a return of pain and symptoms as a result of the event. It was not known to the reporter how the patient was doing following the event and revision. The medication in the pump was morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received. It was stated that the catheter had not working been working, but the reporter did not know in what regard. It was noted that the catheter was possibly removed due to a break, tear, or hole. It was noted that there was no known patient injury at the time of report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
The catheter was analyzed. Four separate segments were returned and none of the segments seem to be in sequence with one another, based on the centimeter markings on the segments. Also, one segment is only a couple millimeters in length. This piece plus another segment had sutures tied on them. The sutures then dissolved during the decontamination process. The most distal portion, segment 4, had its dispensing holes examined before decontamination. The two most proximal sets of dispensing holes were free of any material. The proximal end of segment 4 had the appearance of having been tor. In a side view of the proximal end, this appearance is similar to other catheters that have been torn. Also, an end view shows the proximal end of segment 4 to be round in shape indicating no compression occurred in this area. It is believed this tear most likely occurred at explant.